Event description:
Reportedly, the pump changed volume during use. The pump was pumping heparin and the volume per hour changed during infusion. No injury occurred.

Manufacturer narrative:
Device evaluation results: the pump's operation log was reviewed. The log shows that on (B)(6) 2009, an infusion ran at a programmed rate of 8.9ml/hr, volume to be delivered (vtbd) 100, from 14:48 to 19:42. At 19:42, the pump was put on hold (vtbd now 57) and run again at a programmed rate of 108.9ml/hr, vtbd of 257 and infused until 21:11. At 21:12 the rate was programmed back to 8.9ml/hr, the infusion started, then put on hold within the same minute and not re-started. The reported incident could not be reproduced. B. Braun completed an evaluation of the pump per procedure for complaint returns. As part of the routine complaint testing requirements, the returned pump was tested for volumetric accuracy a total of six (6) times, volume to be delivered in each test: 5 ml (specifications 4.75 - 5.25 ml). Three tests at 999 ml/hr had results of 4.83 ml, 1.99 ml and 4.99 ml. Three tests at 38 ml/hr had results of 4.93 ml, 5.12 ml and 5.03 ml.